Event description:
It was reported stuck mount. When the implant was inserted, the mount could not be removed. It was removed and replaced with a different stock implant. After removing the implant, the mount was removed, but this required considerable force.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k943604.

Manufacturer narrative:
Zimvie received one (1) 1989, (impl twist mp-1 3.75 mm 1 0 mm) for evaluation. Visual evaluation / functional test was performed, implant shows slight usage from the removal process along with a stuck mount that cannot be disengaged. Malfunction. DHR review was completed for the subject lot number 2021090422. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021090422 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002j2, the most likely root cause determined from the investigation was clinician uses device improperly, insufficient training. Therefore, based on the available information, a device malfunction did occur. The stuck mount that cannot be disengaged. The reported event/coob could not be verified since the condition of the product/packaging when received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.